Manufacturer narrative:
Product event summary: analysis confirmed the battery drawer could not be opened; battery drawer was found damaged. Analysis also found the output connectors, lower case, and upper case were broken, knobs were worn, and the ring was bent. It was noted the bails and bail covers were missing. It was also noted the main keypad needed to be replaced.

Event description:
It was reported the battery drawer was locked. The external pulse generator was returned for service. There was no patient involvement.